Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported that the green and orange lamp on interface box operating room (ibo) indicated that there is radiation but no image and that the problem was seen during customer test. An onsite visit confirmed that there was no radiation available.